Event description:
1.5 hours into dialysis treatment, machine alarmed for blood leak. Treatment was interrupted and patient was moved to a different machine/set-up. Approximately 250ml of blood loss. The test strip we used was positive and no blood was visible in the affluent dialysate. We had no other blood leaks with this lot number. Zofran was administered to the patient. There were no medical interventions, however patient did require dialysis access revision the following day. Dialysis settings: bfr 350, dfr 600

Manufacturer narrative:
3/7/25: this follow up submission is to correct the date of the report on section b4, from 2/4/2025 to 3/6/2025.

Event description:
1.5 hours into dialysis treatment, machine alarmed for blood leak. Treatment was interrupted and patient was moved to a different machine/set-up. Approximately 250ml of blood loss. The test strip we used was positive and no blood was visible in the affluent dialysate. We had no other blood leaks with this lot number. Zofran was administered to the patient. There were no medical interventions, however patient did require dialysis access revision the following day. Dialysis settings: bfr 350, dfr 600